Manufacturer narrative:
The investigation into the reported issue has been completed. Device history record review confirmed that the pump passed all post-sterile inspection checks. An initial visual inspection of the pump did not reveal any abnormalities. The pump was plugged into the optical bench and the 5s parameters indicated an optical signal issue. When the red handle was opened the wires on the patient cable side were twisted. The optical fiber was broken in the area where the twisting occurred within the red handle. The cause of the optical signal issue was a damaged optical fiber line.

Event description:
The complainant reported a patient was implanted with an impella device as elective placement. The pump failed to connect properly to the aic without triggering an alarm. Attempts were made with different aics but alarms were triggered each time the pump was connected. The issues occurred during the preparation phase for implant and the decision was subsequently made to abort the impella implant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.